Manufacturer narrative:
Product event summary: initial analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical spe cification. It was also noted that the battery drawer was contaminated, and the battery contacts were discolored. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis revealed that when the device was turned on it does not run, reversing the battery polarity revealed the same results, voltage across an integrated circuit component was out of specification, microscope visual verified a cracked solder joint, the solder joint was re-flowed and typical operation returned. The reported event was confirmed due to intermittent circuit path caused by a cracked solder joint.

Event description:
It was reported that the external pulse generator was unable to power on, even with a new battery. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.